Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited behavior consistent with a premature battery depletion (pbd). A technical service (ts) consultant reviewed device data, confirming a pbd. Ts provided recommendations to replace the s-ICD in the near future. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Device remains implanted. As such, physical analysis has not been conducted in our laboratory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function . Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited behavior consistent with a premature battery depletion (pbd). A technical service (ts) consultant reviewed device data, confirming an increase in power consumption. Ts provided recommendations to replace the s-ICD in the near future. No adverse patient effects were reported. The device remains implanted. New information was received indicating a device revision procedure was completed. A new device was implanted. Besides surgical intervention, no adverse patient effects have been reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited behavior consistent with a premature battery depletion (pbd). A technical service (ts) consultant reviewed device data, confirming an increase in power consumption. Ts provided recommendations to replace the s-ICD in the near future. No adverse patient effects were reported. The device remains implanted. New information was received indicating a device revision procedure was completed. A new device was implanted. The explanted device will be returned for analysis. Besides surgical intervention, no adverse patient effects have been reported.

Manufacturer narrative:
This device has not been returned, therefor analysis has not been completed. If pertinent information is provided in the future, a supplemental report will be submitted.